Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking when torque was applied to the instruments. The leaking was enough that the tank had to be changed. All four trocars were discarded. (B)(4)